Event description:
A healthcare facility in denmark reported via a fisher & paykel healthcare field representative that four mr290v humidification chambers were found to be leaking before use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two of the four complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand and were visually inspected. Results: visual inspection revealed that one device was cracked on the chamber dome between the hinge bracket and port near the base. The other chamber was cracked on the chamber dome. The cracks showed crazing patterns. Additionally, this device had white residue on the dome near the base. A lot check revealed no other complaints of this nature for lot 140815. Conclusion: for one of the cracked chambers, we were unable to definitely determine the root cause of the cracking. However, the crazing pattern and white residue on the other device suggest that the damage was caused by the chamber coming in contact with a solution containing alcohol which resulted in environmental stress cracking of the chamber dome. The customer has confirmed that the staff is using 85% ethanol hand disinfection before use, which confirms the damage as environmental stress cracking. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of (B)(4).